Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-39, lot# n320829, implanted: (B)(6) 2012, product type: accessory; product ID 37752, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a year after implant ¿they¿ had to move the implantable neurostimulator (ins) because it was ¿shifting around.¿ the patient stated that they did not know when ¿this¿ started ¿maybe three months ago or something.¿ it was noted that it was difficult to charge the whole time. The patient stated that the first one was hard because it shifted and the second one was shifting now. The patient stated that they moved from back to front right side and after a month it was ¿flipping again.¿ see regulatory report# 3004209178-2014-10121 which pertained to allegations of difficulty charging and shifting/flipping with the patient¿s second implant.